Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was unknown. The customer stated that he had symptoms of high readings. The customer stated that he had pressed on the cap while connected and pushed insulin through his body and felt it. The product was not returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.